Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. The hcp was planning on performing a pocket revision to relocate the pump on (B)(6) 2015. It was unknown if anything would be replaced at the planned revision. The drug information, other medications, pertinent medical history, symptoms, troubleshooting, and cause related to the event were not reported. Further follow-up was conducted; however the fields could not be obtained. Should additional be received a supplemental report will be submitted.

Event description:
Information was later received from a healthcare provider (hcp) via a clinical study indicating that at the most recent refill on (B)(6) 2015 the expected residual volume was 8.4ml and the actual residual volume received was 18 ml. No adverse events were submitted.